Event description:
During the operative procedure, physician was at patient's left hip using a trephine to do an iliac bone graft. Since the trephine had broken inside the patient, a larger incision was made to retrieve the broken-off piece. A tonsil was used to retrieve it. An x-ray was taken and indicated positive for foreign object on left hip. C-arm x-ray was used and the object was removed without complications.